Event description:
The customer reported that the system will not boot up.

Manufacturer narrative:
(B) (4). The ge service rep found that the system had a bad interconnect cable. He also observed an intermittent flouro functions arcnet error. The x-ray generator interface board back-up battery had fallen to 2.8 vdc. He replaced the interconnect cable, the fluoro functions board, and the back-up battery. The system is working as intended.